Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was giving error code message of post timer/24v failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the backup battery to address the reported problem. Fse performed extended self-test (est), a performance verification test and electrical safety test; the unit passed all the required tests. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.